Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2025 the patient¿s wife reported the patient died due to a faulty insulin pump. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5170108.

Event description:
Additional information received on 5/14/25 for report mw5170109 to update procode qfg. Ref report: mw5170108.